Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and the iab stopped inflating. The iab and insertion site were checked which showed minimal ooze and specs of blood in the tubing. Critical care outreach team (ccot) and specialist registrar (spr) were informed immediately. The patient then developed chest pains with electrocardiogram (ECG) changes in anterior leads. The surgical fellow was informed and reviewed the patient. Critical care outreach team (ccot) reviewed as well and requested for physiologist to come and look at the iab pump to see if they could troubleshoot. As they were discussing, back flow of blood developed in the catheter tubing at the catheter site. Surgical fellow then removed the iab. Patient remained stable throughout removal. Femoral stop applied as per protocol. This report is for the iab. A separate report will be submitted for the intra-aortic balloon pump(iabp).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).